Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was intermittently flipping between screens without user input, and cleaning the screen led to normal operation. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no interruption to insulin therapy, and no impact to blood glucose control as reported by the user. Investigation included user troubleshooting and monitoring guidance with a request for event documentation via video if recurrence occurs. Investigation of this case revealed an intermittent touchscreen or display behavior consistent with a potential user interface malfunction; the issue was not reproduced after cleaning, suggesting possible contamination or transient screen interference. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with environmental or user-interface factors.